Event description:
Additional information indicates that surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that following an unrelated surgical procedure wherein the ipg was placed into surgery mode, the ipg became unable to communicate with external device. It is unknown if the ipg was taken out of surgery mode.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6)2024 wherein the ipg was explanted and replaced to address the issue. Effective therapy restored post-op.